Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Left ventricular pacing impedance stable at approximately 250 ohms since (B)(6) 2015. Impedance measurement of less than 200 ohms week of (B)(6) 2015. Alerts for lv tip to rv coil lead impedance of 171 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a device alert for low impedance on the left ventricular (lv) lv tip to right ventricular (rv) coil. The patient was seen at the clinic for follow up and the beeping issue was fixed. The lv lead remains in use. No patient complications have been reported as a result of this event.